Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed rate accuracy" was not reproduced. Evaluation sent device to flow lines for flow testing and passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No device correction was required. During functional testing, the reported problem "occlusion" was not reproduced. The device was sent for an upstream and downstream occlusion test and received passing results. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor scale factor calibration out of specification. The force sensor scale factor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy and occlusion in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported problem "failed rate accuracy" was not reproduced. The device was tested for flow rate accuracy and delivered within specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported "failed rate accuracy" was not verified. The reported issue of "occlusion" was also not reproduced during testing of the device. The device was sent for an upstream and downstream occlusion testing with passing results a review of the event history log shows the customer experienced both "upstream occlusion!" Alarms and "downstream occlusion!" Alarms, however the log cannot distinguish between true and false alarms. Evaluation observed an out of calibration force sensor as potential cause of the issue. The force sensor will be calibrated during the repair process. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.